Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the cause of the catheter migration/leak was not determined.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), product type: catheter. Information regarding previous catheter migration was captured in MFR# 3004209178-2017-17962. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid, bupivacaine, clonidine and compounded baclofen at 3.0 mg/ml, 10.0 mg/ml, 175.0 mcg/ml, 175.0 mcg/ml concentrations and doses of 0.9012 mg/day, 3.004 mg/day, 52.57 mcg/day, 52.57 mcg/day respectively via an implantable pump. The indication for use was malignant pain and bone. It was reported during a catheter revision surgery on (B)(6) 2017 to revise the 8781 catheter , it was observed that the 8709 catheter had dislodged and migrated from t2 to t6. It was also noted a catheter leak was observed at the connecting pin. It was indicated the event was related to the device or therapy. The catheter was repositioned to t4 and reconnected to the existing connector pin secondary to leak on the same day. The issue was resolved without sequelae on (B)(6) 2017. Information regarding previous catheter migration was captured in MFR# 3004209178-2017-17962.